Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, a cartridge alarm (alarm 25) occurred during basal delivery. The customer's blood glucose (bg) was ¿high¿; however, a specific value was not provided. Customer addressed bg level with manual injections. Reportedly, the customer changed pump supplies to resolve the issues.